Manufacturer narrative:
Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip completely broken off and test reservoir did not lock/click into the reservoir tube properly, and minor scratched display window. Unable to perform the displacement test due to reservoir tube lip completely broken off.

Event description:
The customer reported via phone call that the piece of reservoir compartment was missing and cartridge was not locking in place. The customer¿s blood glucose level was 195 mg/dl. The insulin pump will be returned for analysis.